Event description:
New information notes that the device was explanted and replaced competitively. The patient was in good condition following the procedure.

Event description:
It was reported that the patient presented in clinic after a remote transmission was received indicating the device was in back up vvi. Patient was asymptomatic. A software download was successfully performed and the device was restored to previous parameters.